Manufacturer narrative:
Received three photos from the customer. One photo of the set, one photo of the packaging, and one photo of the cut tubing. The cut was straight and clean. The complaint of leakage can be confirmed based on cut tubing. The probable cause is due to interactions with a sharp object. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in e3 - initial reporter occupation, e4 - initial report sent to FDA and h6 health effect - impact code.

Manufacturer narrative:
The device is not available for evaluation: it has been discarded. The investigation is pending.

Event description:
The event involved a secondary set 34 inch with IV set hanger, secure lock where it was reported that zofran infusion was leaking. Infusion stopped secondary IV set noted to have a hole in the tubing. The leak occurred on an IV pump and was cleaned per hospital protocol. There was no patient harm but there was slight delay in therapy while switching out the set.